Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged critical pump error (open book image) alarm and blank display found on (B)(6) 2022. No critical pump error (open book image) alarm noted during boot up. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current test. Insulin pump failed sleep current test (high currents) due to corroded battery tube. Insulin pump failed self test due to insulin pump error. Successfully downloaded history files and traces using thump. Insulin pump error was noted during testing and in insulin pump downloaded history on 16-dec-2022 at time 06:22:19.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within specification range. No alarms or alerts noted during testing, however, failed battery alarm on may 06, 2022 07:32:42.000 and low battery alert on 06-may-2022 between time 03:23:00.000 and 07:33:00.000 were found in the history files. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, scratched case, pillowing keypad overlay, and corroded battery tube. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Blank display not confirmed. Unexpected battery power loss confirmed due to high sleep currents. Insulin pump error confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Customer did not received open book image. Customer was not able to confirm pump error alarm. It was reported that the insulin pump was returned for analysis.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and alarmed with a critical pump error. Troubleshooting was performed and the customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.